Event description:
It was reported that several months following a fall, the pt suddenly experienced no stimulation sensation. Impedance readings were greater than 2000 ohms on some of the unipolar pairs. The pt was sent for x-rays, but results were not reported. No further outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.